Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of right reverse shoulder arthroplasty.: dr (B)(6) , (B)(6) private (B)(6) 2018 - original surgery was on (B)(6) 2016 at (B)(6) private, by dr (B)(6) , with usage attached (38 mm high mobility pe cup, 38 mm glenosphere). (B)(4). 1st revision (B)(6) 2016, by dr (B)(6) , at (B)(6) hospital. This was due to dislocation. On this date he replaced the glenosphere with a bigger 42 mm size (130760142, batch 5258835, std d42 mm), and used a 9 mm spacer (130730009, batch unknown, as it was not in the usage, despite being insitu today). On (B)(6) 2018 - 2nd revision, prosthesis dislocating. Surgeon removed the 42 mm + 9 mm pe cup (130742209, batch 5251488), which had no wear, and implanted a second 9 mm spacer (130730009, batch 5285415), with a 42 +6 mm retentive pe cup (130742106, batch 5279270) in order to tighten the joint, and lengthen the arm. Surgeon reported recurrent dislocation of the original arm. He said that the patient was very active, used his shoulder a lot and "stretched it out". He wanted to "lengthen the arm" by building up the polyethylene cup with an extra spacer. Male patient initials (B)(6). Aged (B)(6). The surgeon was happy with the initial outcome, as he was unable to dislocate the shoulder once completed.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.